Event description:
(B)(4). My insurance company covered the device but I don't consider that " providing" me. I initially did not have symptoms. I have a diagnosed thyroid issue, however I was not having any symptoms and my most recent full blood work (B)(6) 2015) was completely in the normal range. I was able to "reverse" my thyroid condition with healthy eating for the past 5 years. About a year ago I started getting symptoms that started with joint pain. The joint pain became progressively worse to the point that it was daily and quite severe. Then came rashes that would occur from time to time. My vision also would become blurry which occurs today. I started to experience extreme fatigue which resulted in needing to sleep an extraordinary amount of time. My periods became shorter in time between them and I had heavy bleeding with a lot of clotting. My emotionality during cycles changed an I was easily saddened with a general feeling of negativity. I also started to get sick a lot. Three colds over 7 weeks. Prior to this I wouldn't usually ever have a cold ( 0-1 times per year) .the last symptom was the bloating that would at times be extreme causing my stomach to be hard and I would look pregnant. Over the last couple of months this became severe and never went completely down.